Event description:
Customer called lfs in 2002 alleging that their one touch basic meter was reading inaccurately erratic. Customer wasn't awake when the paramedics came and the customer stated that the paramedic told them that their meter read in the 200s and theirs read in 39 mg/dl. Customer care rep walked customer through a check strip test and a control test. Both were within range. Customer felt confident in the meter and continues using it. Sending letter.